Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital suffering from pain, redness and swelling at the implant site due to infection. The patient was hospitalized and treated with medication. The issue was resolved.